Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Perforation of v-lead. Intraoperatively measurements were stable, but pacing failure occurred the same night and perforation was confirmed by CT. The lead was repositioned and remains implanted and active. Should additional information be received, this file will be updated.